Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Nemcomed (presently avalign ¿ nemcomed) manufactured the trial spacer handle. The certificate of compliance indicates the parts were manufactured to the correct material requirements and specifications and conformed to the synthes drawing. The lot was inspected and conformed to the synthes inspection sheet. There were no complaint-related anomalies, material review reports, or non-conformance reports associated with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient presented with degeneration and underwent a l5-s1 anterior posterior fusion surgery on (B)(6) 2014. During the surgery, the treads on the end of the trial spacer handle broke off in the synfix-lr trial implant. There was no injury to the patient reported. There was no time delay to the surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the returned device (lot# 73526) was released to the warehouse in (B)(6) of 2008. The trial spacer handle was received with the tip of the spindle assembly broken off and embedded in the orifice of the trial spacer 08.802.014. The knob of the spindle assembly has visible hammer marks. The associated drawings of the current release were reviewed. The drawings detail the appropriate dimensions, materials, and finishing process for a successful instrument; the material used for this product has changed to a stronger stainless steel since this particular device was manufactured. In addition, the drawings for the trials were reviewed. The drawings call out the appropriate thread and thread depth to fully seat the spindle assembly; additionally no changes or issues were identified with material and finishing processes for a successful trial spacer device design. This complaint failure is due to improper technique (use of handle in loosened state, excessive impaction force, cross threading) leading to the fracture of the trial spacer handle spindle tip. A design change to the spindle subassembly was implemented to address the breakage of the distal tip of the spindle. Therefore, this complaint is confirmed from a design perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.